Manufacturer narrative:
It was further informed that the device was not available for evaluation since the issue was solved. Follow up is on going to clarify whether the diagnostic logs are available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this hemosphere (hs) monitor, there was a difference in the cvp displayed when compared to the bedside monitor (19mmhg vs. 17mmhg). No error message was displayed. Troubleshooting was performed with tech support but the issue was not solved. Later on, sales rep visited the hospital and the issue was solved, the exact troubleshooting performed is unknown. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product was returned for evaluation and the data logs were not available. Therefore, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Additionally, based on the available information, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.